Event description:
It was reported that "(B)(6) 2025, during the puncture procedure, the doctor found that the ars leak at the (B)(6)." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit with arrow raulerson syringe (ars) for analysis. The introducer needle was not returned. Visual inspection of the ars revealed no obvious defects or anomalies. The returned sample was functionally tested using a lab inventory introducer needle in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was able to draw and aspirate water with and without the lab inventory introducer needle , no leaks or excessive air buildup was observed. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed and no relevant findings were identified. The issue of ars leaking could not be confirmed during functional testing of the returned sample. The ars was able to draw and aspirate water with and without a lab inventory introducer needle, and passed all relevant additional testing. No problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.